Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the rv lead integrity alert triggered. It was noted the sic went up to 47 (within 1 day), along with ventricular tachycardia (vt)-non sustained (ns) episode and evidence of oversensing on (B)(6) 2015. The rv pace lead impedance suddenly rose to 950 ohms on (B)(6) 2015 from around 400 ohms on (B)(6) 2015 and a rv lead integrity alert (lia) warning occurred for increased sic count and rv lead impedance variation in last 60 days on (B)(6) 2015. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient presented to the hospital after a lead integrity alert (lia) was triggered and a device interrogation indicated the right ventricular (rv) lead pacing impedance had dramatically increased to high impedance, along with oversensing of sensing integrity counter (sic) and noise and a suspected lead fracture. The rv lead was inactivated and later explanted and replaced. No patient complications have been reported as a result of this event.